Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017, where the ipg was repositioned.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient is experiencing pain at the ipg site. The patient has lost weight and the ipg is moving inside the pocket site. Surgical intervention may be pending to address the issue.